Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the shaft broke. In 2005 the pt was with a target lesion in the moderately tortuous, severe calcified, 85% stenotic, ostial left anterior descending artery (lad). The lesion was predilated using 2.0 x 9 mm an d2.5 x 15 mm maverick balloons. The physician then attempted to place a 2.75 x 24 taxus express2 drug eluting stent but while pushing the stent forward the shaft broke. The stent delivery system was withdrawn from the pt without complications. The procedure was completed with a 2.75 x 16 mm taxus express2 and a 2.75 x 12 taxus express2 drug eluting stents. The pt status is reported as 'satisfactory/good".